Event description:
Crd_1003 - vantage. (B)(4). It was reported that a on (B)(6) 2023, a 23mm navitor valve was implanted in a patient using a 19f flexnav delivery system, clinical. Post implant on (B)(6) 2023, right femoral access bleeding and hematoma manual compression was applied. It was also the patient had a hypotension episode that improved after the administration of 500 ml of saline fluid. The patient is stable.

Manufacturer narrative:
An event of hematoma and hypotension was reported. Information from the field indicated that post implant right femoral access bleeding and hematoma manual compression was applied. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu2984 - 783 (r804370201, r804370701). It was reported that a on (B)(6) 2023, a 23mm navitor valve was implanted in a patient using a 19f flexnav delivery system, clinical. Post implant on (B)(6) 2023, right femoral access bleeding and hematoma manual compression was applied. It was also the patient had a hypotension episode that improved after the administration of 500 ml of saline fluid. The patient is stable.